Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level of 831 mg/dl. The treatment received while hospitalized was not provided. Reportedly, an unspecified alarm occurred. Additional information was not provided, and the customer declined to provide further information.